Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: n/a; explant date: n/a. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, in a patient with a previously implanted bioprosthetic aortic valve, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed to 80% while positioned 3-millimeters (mm) from the bioprosthetic aortic annulus. After a 5-minute waiting period, the patient developed st segment elevation and hypotension. Subsequently, the device was recaptured and the patient experienced severe aortic regurgitation. Due to the patient's decreasing condition, the attending physician decided to deploy the valve to correct the patient's severe aortic regurgitation. After the valve was deployed, a coronary artery occlusion was noted. In response, a bypass surgery was completed and both valves were explanted. Per the physician, the procedure did contribute to the patient's symptoms. Per the physician, the patient's anatomy contributed to the event due to the small sinotubular junction (stj) and low coronary arteries.